Event description:
The ge oec 9800 fluoroscopy system intermittently would re-boot without command.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the ps1 power supply, system backplane, fluoro functions pcb. Voltage supplies were verified for specification. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient info with respect to this issue.